Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the applying the stress when it was used or the external force such as the squeezing to the subject device or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the bending section rubber of the subject device was broken at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that the bending section rubber was broken and the internal metal part was exposed from the bending rubber broken. There was no report of patient injury associated with the event.